Event description:
Surgical implant of transvaginal mesh. Erosion, pain, numbness, abnormal bleeding, delay in urination, severe pelvic, rectal and vulvar pain, complications with original surgery, hematoma, three reconstructions, neurostimulator implant. Left leg pain, infections, allergic near fatal allergic reaction. Ongoing extreme pain, complications interfering with my life. Sexual dysfunction, painful intercourse, hurts to sit, stand, walk, lay in certain positions, get in/out of cars, climb stairs, etc. Problems urinating, bowel problems, fatigue. Problems predominately left side. Fluid accumulation that at times caused skin to split in vulvar area. Dates of use: (B)(6) 2006-(B)(6) 2011. Reason for use: sagging bladder. Medtronic neurostimulator installed in two parts (B)(6) 2008 for pain management. I have been back numerous times for adjustments with minimal success.